Event description:
A customer had a problem with the 25 x 1 hypodermic needle. The customer reports "while injecting the needle became detached in patient's thigh. The doctor was able to remove the needle."

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the 25 x 1 hypodermic needle. The customer reports "while injection the needle became detached in childs thigh. The doctor was able to remove the needle."